Manufacturer narrative:
The failure investigation has been completed and the alleged leaking cartridge issue was verified. Based on the analysis, the alleged fill resistance issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Reportedly, a new cartridge was used to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 234 mg/dl.